Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.

Event description:
It was reported that the patient developed a wound infection. The patient's lead and neurostimulator were removed. The patient recovered without sequela.